Manufacturer narrative:
Valve remains implanted. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr), the patient received a 26 mm sapien 3 valve in the targeted native aortic position in 2018. Approximately four (4) years later, calcification was observed on the leaflets and maximum velocity measured 4.8 m/s, which was diagnosed structural valve degeneration (svd). Her current activities of daily living (adl) is on a wheelchair. She does not hope to undergo a surgery due to severe frailty, so she is going to visit another hospital for thv-in-thv at her own expense. The device remains deployed in the patient and would not be returned for evaluation.

Manufacturer narrative:
Correction to b3, the date of event is unknown. Update to b4, g3, g6, h2, h6 and h10 for no product return evaluation. As no product was returned, no functional testing, dimensional testing or visual inspection could be performed. No imagery was returned for review. Review of the related work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''post-implantation - svd - calcification'' was unable to be confirmed. No manufacturing non-conformance was identified during evaluation. Review of the DHR did not reveal any indication that a manufacturing nonconformance contributed to the event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for ''valve - calcification'' and ''post implantation - svd - calcification'' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.